Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the water tube stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water tube. In addition, we the technician confirmed that the bending rubber dirty, the left pulley wire worn out, the right pulley wire worn out, the down pulley wire snapped/cut , the up pulley wire snapped/cut, and the angle wire premature failure; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.